Manufacturer narrative:
S/w version = 4.11d. Retainer ring = black. On (B)(6) 2021 the customer alleged power loss alarm and low battery alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked keypad overlay, pillowing keypad overlay, and cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: pump passed self test, active current measurement and displacement test, however failed sleep current measurement. No unexpected power loss, low battery, nor insert battery alarms during testing. Customer alleged for power loss alarm was confirmed. Customer alleged for low battery alarm was confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed replace battery alert. Customer stated that the battery drained within 2 days. No harm requiring medical intervention was reported. The customer will continue the use of device.